Manufacturer narrative:
A dräger field service engineer has examined the device on-site, and could trace back the ventilator failure to a worn motor. It was recommended to replace the motor to put back the device into fully operable condition but customer response is still pending. The involved device was in operation for 12 years now. The motor has a collector, carbon brushes, and ball bearings, which are all components that are subject to wear and tear. Aging of these components may lead to speed fluctuations that are detected by the supervisor function of the software. These speed fluctuations may lead to wrong piston position and to severe mechanical damages to the ventilator unit. Thus, the device is designed to shut down automatic ventilation, and to alert the user by means of a corresponding alarm. Manual ventilation with the built-in breathing bag remains possible. The number of similar cases related to the same root cause is within the expected range of the respective risk assessment, and thus, accepted.

Event description:
It was reported that the device posted an alarm during use on a patient and that automatic ventilation failed. There was no injury reported.